Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an elevated troponin (accutni) result above ami cutoff generated by access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing produced a result within the normal reference range. The patient was given lovenox due to the erroneously elevated accutni result.

Manufacturer narrative:
Qc was within the established ranges. A system check was performed on (B)(4) 2010 and the results were within the specifications. The customer was getting intermittent low vacuum errors at the time of this event. Service was on site on (B)(4) 2010 and was able to duplicate the vacuum errors. The field service engineer (fse) replaced the vacuum valve, vacuum pump, and the vacuum bottle. The fse performed a preventive maintenance. All verification test results met the specifications. Although hardware issues were addressed, a definitive root cause for this event has not been determined.